Event description:
Same case as MFR report #: 6000089-2006-01679 and 6000093-2006-01480. Clinical trial. It was reported that 306 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. At the time of the index procedure, the pt was admitted to the hosp with increasing shortness of breath and acute exacerbation of copd. The index procedure identified and treated three target lesions. Target lesion 1 was identified in the proximal lad as 20mm in length with 90% stenosis, moderate calcification, no tortuosity, and a 3.0mm reference vessel diameter. Target lesion 1 was treated with predilation and placement of a 3.0x28mm taxus express2 stent with residual stenosis of 10%. Target lesion 2 was identified in the 1st diagonal as 10mm in length with 80% stenosis, mild calcification, no tortuosity, and a 2.5mm reference vessel diameter. Target lesion 2 was treated with predilation and placement of a 2.5x12mm taxus express2 stent with residual stenosis of 10%. Target lesion 3 was identified in the svg to om2 as 15mm in length with 80% stenosis, no tortuosity, no calcification, and a 3.5mm reference vessel diameter. Target lesion 3 was directly stented with a 3.5x20mm taxus express2 stent with residual stenosis of 10%. Balloon angioplasty was then performed to the proximal lad and 1st diagonal. Angiography showed reduction of stenosis, but there was evidence of a severe dissection of the native lad and stent implantation was planned. The pt was discharged the following day on asa and plavix. The pt presented to the ER 306 days following the index procedure with complaints of abdominal pain in the "lower quadrants" which was constant since the previous night. The pt also complained of anorexia over the last several months. "In the fall" the pt was told that he had a "floating gallstone" and was having intermittent abdominal pain at that time which seemed to have resolved until recently. The pt was also told "sometime in the last several weeks" while seeing a physician on vacation that he had an elevation in liver enzymes; however, no further studies were ordered. The pt also had three episodes of decompensation of his cardiomyopathy while on vacation which was treated with diuretics. In the ER, liver enzymes were elevated and the pt was noted to be in acute renal failure "possibly secondary to medications with hyperkalemia". Sepsis of unk etiology was also noted and IV antibiotics were administered. Surgery consult felt that it was likely that the pt had ischemic bowel and discussed the likelihood that the pt would not survive surgery due to the multiple medical problems. Cardiology was also consulted and felt that the pt would not do well with further therapy given the severity of his disease and the multi-system organ failure. Comfort measures were recommended and the aicd was turned off. The pt expired with the cause of death as hepatic failure (per death certificate). No autopsy was performed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.